Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced redness and irritation at implant site, however the issue did not resolve. Subsequently, the patient was administered oral antibiotics on (B)(6) 2016 (duration unknown).